Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat. Unit received with cracked case at the display window corners, display window reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2016 with blood glucose of 62 mg/dl at the time of the incident. The customer was given intravenous fluids and shots of dextrose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer stated their pump has physical damage, and that during the intravenous treatment, the hospital blew out a vein causing harm to the customer's wrist. The insulin pump will be returned for analysis.